Event description:
It was reported that the system displayed a generator error message, which will likely result in a system lock up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The contacts on the control panel pcb were cleaned. The system was tested and found to be working as intended and returned to service.